Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A photo of the failure has been provided. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the vascular surgery department was performing a vena cava filter removal operation. When using the angiography catheter, it was found that the tube was broken. After timely removal with a trilobite capturer, another brand of catheter was used to complete the procedure. The filter was successfully removed and the relevant operation was completed.